Manufacturer narrative:
Fowler microswitch out of adjustment.

Event description:
It was reported by service report that the bed has no electrical functions. No pt involvement or adverse consequences are reported.